Event description:
This is a report of a flo-gard infusion pump with a door open alarm, which could have caused an interruption of delivery. The reported condition occurred upon power up in the general patient ward. There was no patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a malfunction of "door open close clamp" was confirmed during product evaluation. This condition was caused by a broken door. The pump head door and required parts were replaced to correct the reported condition.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).